Event description:
Per the clinic, the patient was explanted due to not being able to hear with the device. Per the physician, the patient has no 8th nerve functionality. The patient was explanted in 2009 and the patient will not be reimplanted.